Event description:
From 1995 to 1997 the individual used latex medical gloves in the performance of his job duties. The individual allegedly became sensitized and allergic to latex from this exposure.